Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The patient effects of ischemia and restenosis are listed in the proglide instructions for use (IFU), as potential adverse events of use of the device. Reportedly, femoral imaging was not performed. The IFU also states: perform a femoral angiogram to verify the location of the puncture site and the safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site. The reported IFU violation would not have contributed to the reported difficulties. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device will not be returned. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a calcified right common femoral artery was attempted using a proglide device via a 6f sheath after an endovascular stent graft repair interventional procedure under local anesthesia due to right iliac artery aneurysm. Femoral angiogram was not taken. Reportedly, there was no device malfunction; however, there was calcified plaque which caused stenosis at the suture, the stenosis was treated via surgically. Loss of distal arterial pulsation was noted and possible ischemic necrosis of the distal limb. The right inguinal region was immediately incised, the femoral artery was exposed. The sutures were removed, and the puncture site was surgically sutured. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.